Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respirator sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during an in-office check, the signal artifact monitor (sam) software for the minute ventilation (mv) signal sensing switched vectors. Technical services (ts) reviewed the episode and noted that it was switched immediately after a shock. Ts determined that mv sensor signal was not oversensed, but rather it was likely related to noise the energy post shock. Ts recommended programing options. No patient adverse effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.